Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information received: jaws were retrieved according to circulator working the case. They should be in the box being returned. No different course of action for the patient other than pulling additional instruments to complete the procedure.

Event description:
It was reported that during a lap cholecystectomy procedure the jaw fell off of the device. The sales rep stated that the surgeon was operating on very thick tissue. The sales rep stated that it was unknown if the tip fell off in to the patient. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.